Event description:
It has been reported to philips that the azurion 7 m12 system was not switching on. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine is not switching on. Review of the system log file showed that pdu fuse and over voltage board in pdu found defective. The fse replaced the pdu fuse and over voltage board in pdu. After replacement of the pdu fuse and over voltage board in pdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.